Event description:
The manufacturer received information alleging a ventilator fails to charge its batteries. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator fails to charge its batteries. There was no harm or injury reported. The ventilator was returned to a third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.